Event description:
It was reported that this right ventricular (rv) lead shock impedance had been gradually increasing for several months and reached out of range measurements. Technical services (ts) was consulted and provided possible reasons for the exhibited behavior, and testing options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and the rv lead has been surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock impedance had been gradually increasing for several months and reached out of range measurements. Technical services (ts) was consulted and provided possible reasons for the exhibited behavior, and testing options. This rv lead remains in service. No adverse patient effects were reported.